Event description:
The customer reported that the system displayed black images. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the gib battery and changed the 5vdc on the image processor. He also, secured the pin in the lemo connector. The system operates as intended.